Event description:
Information received from the field does not address the patient's clinical status but notes exit block one hour post implant. Ventricular lead impedance was 500 ohms, sensing was appropriate, but loss of capture was observed at 7.5v output. During implant, thresholds were difficult to determine due to a problematic ECG machine. The lead was subsequently replaced.